Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka), resulting in the customer being admitted to the intensive care unit (ICU). The cause of dka was not provided. Reportedly, the customer¿s blood glucose level was elevated and the customer was vomiting. No additional information was provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.